Event description:
It was reported that the insulin pump would not power on. The customer stated that upon inserting a new battery, the insulin pump would sometimes have a blank display, and he would have to tap it, in order for it to power on. Customer's blood glucose was 164 mg/dl. The insulin pump did not show signs of physical damage and was not bumped, dropped, or exposed to water. There was no reported relevant corrosion or damage. Customer did not have a new battery with which to test the insulin pump. He was advised that if the display did not return, to revert to a back-up plan until receipt of a replacement battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.